Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. During evaluation, the fse reported the unit was beeping at startup. The fse reported review of the device diagnostic history noted a ventilator restart as reported by the customer. The fse replaced the power switch as a precaution to address the finding and reported problem. Applicable final testing was completed per operating specifications and passed.